Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change while using an ilet system with subcutaneous insulin via pen, noting blood and the odor of insulin at the infusion site and acknowledging recent reuse of the same site suggestive of scar tissue and site failure. Symptoms included high blood glucose. Outcomes included successful restoration of insulin delivery and return to target range after intervention. Investigation included troubleshooting with the user, infusion set replacement, and education on site management and priming steps. Investigation of this case revealed that the issue resolved only after changing the infusion set and properly filling the tubing and cannula. It was concluded that an infusion site issue consistent with occlusion or leakage at a reused site was the likely cause, and user education and set replacement were effective.